Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient, however patient required new puncture in order to prevent phlebitis.

Manufacturer narrative:
The customer¿s report of leaking at the maxzero was not confirmed. Visual inspection of the set noted no obvious damage or any issues. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient, however patient required new puncture in order to prevent phlebitis.